Manufacturer narrative:
Reported device (catalog# g75446550) is not marketed in us but a similar device with catalog# 75446550, 510 (k)# k042025 and (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent posterior lumbar interbody fusion at l2- l5 due to lumbar canal stenosis. Post operatively, adjacent segmental disorder (unspecified injury) was developed. The patient underwent revision surgery to extend the fixation level on (B)(6) 2017. Pedicle screws were used at l2-sai (ba). Posterior lumbar interbody fusion was conducted with cage at l5-s1. During revision surgery, CT image was taken and it revealed that the left pedicle screw at l5 was broken around the middle of the shaft. As the broken part was difficult to remove, it was left inside the bone and another pedicle screw was placed from lateral side of the concerned area.